Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away at home. The caller stated that the cause of death is natural causes - possibly heart attack; the customer had breathing difficulties, went into bedroom to use the bathroom, but did not come out. The spouse found the customer on the bed. The caller stated that the customer had atrial fibrillation, had a cardioversion event the friday before passing, had treatment, and passed on (B)(6). The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The caller did not know if the customer used sensors or not. The caller stated that the device was cremated with the customer's body. The caller did not have the insulin pump; hence the device information could not be verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the decedent.